Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that insulin leaked from the bd ultra-fine¿ pen needle and down the consumer's stomach. The following information was provided by the initial reporter: "consumer reported finding injections painful. Consumer reported insulin runs down her belly and feels she is not getting the injection. Did not note glucose values husband does injections to her informed proper placement and to complete flow check with patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the bd ultra-fine¿ pen needle and down the consumer's stomach. The following information was provided by the initial reporter: "consumer reported finding injections painful. Consumer reported insulin runs down her belly and feels she is not getting the injection. Did not note glucose values husband does injections to her informed proper placement and to complete flow check with patient."